Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient was still at the facility but auto discharged from the station. The customer reported that the user could not pull the medications from her profile and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a software issue. A technical support specialist guided through undoing discharge and about how to increase the reverse discharge timeframe under settings to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device. E.1. Initial reporter facility: (B)(6).